Event description:
Additional information received from the patient reported that the circumstances that led to the loss of therapy and the implantable neurostimulator (ins) shutting off were constant falls. Steps taken to resolve the loss of therapy included changing programs and trying to eliminate falling down. The loss of therapy had not been resolved but she was working on it.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient had potty chair by the bed and if she woke up she had to go. The patient had urgency. The device had let loose and it had gotten worse. The patient would go every night and had lost it in a store. She usually had a pad on all the time. She went to the doctor's office two weeks ago and saw a nurse practitioner. Last year the nurse said her device had been off for a couple months. She did not have any troubles when it was off. The patient's husband mentioned the same thing but said it was in (B)(6) that it was turned off and the nurse noticed it in (B)(6) and he said that was a couple years ago. The two time frames did not match up between the husband and the wife. The patient noted that she had fallen last weekend and couldn't get into the office on saturday morning. While the patient was sleeping someone called and talked to the husband and told him the implantable neurostimulator (ins) battery was down. It was unknown if the patient worked for the doctor or the manufacturer. It was noted that currently therapy was on, on program 4 at 2.0 volts. She was last seen by the nurse on (B)(6) 2016, but prior she was just seen two weeks ago. The patient was going to (B)(6) for four months in a week and wanted to know if she had to have the implantable neurostimulator (ins) taken out before she left or if she could have it replaced by her doctor in (B)(6), or if the battery would last until she got back. The patient had an appointment on (B)(6) 2015 with the doctor. The patient had urinary urgency. The husband noted that the patient was weak and it would take her long to get to the bathroom, and if she was not a few steps from the bathroom it could be a problem. It could take her 30-40 seconds to get to the potty chair. The issues had been occurring since (B)(6) 2014. The patient noted that she got (B)(6) infection for wearing the diapers and they would rub. She could not wear (B)(6) to bed because it would give her an infection. This had been occurring since (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va03qz0, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's first ins stopped helping with urinary symptoms and the therapy wasn't effective for the patient. It was stated that it was due to the patient's fall that began in 2015. The patient stated that they had fallen 40 to 50 times due to unrelated issues and were told by their health care professional that the wire probably came away from the nerve as a result of the falls. The patient continued to work with the hcp and they considered giving the patient botox shots but the patient was later implanted with the current ins on the right side. The old ins was not explanted and the ins along with the lead remain abandoned on the left side. There were no further symptoms or complications reported or anticipated.